Event description:
It was reported that a patient experienced chest pain. The patient had a 3.50x20mm promus premier¿ stent implanted over a year ago. Last year, he suffered a heart attack. The patient has complained of chest pain where the stent is. He says that he can feel the stent and it always gives him pain. The patient¿s cardiologist recommended a stress test. The stress test was performed, but the patient still has the chest pain on a daily basis.

Manufacturer narrative:
Device is a combination product the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).